Event description:
An event involving a primary plum set, 0.2 micron filter, pre-pierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch experienced leakage. The reporter stated, "leakage at pre-pierced y-site." Quantity affected is 1 and the sample is available for return. Sample picture is not available. There was unknown patient involvement, and unknown patient harm in the event. No further information is available for this complaint. Update: the event was noted during infusion and the drug name was unknown. There was no unprotected drug exposure, and there was no impact to patient or healthcare provider. Spill was cleaned per facility protocol, but spill kit usage was unknown. There was no other physical damage reported. The tubing replaced and therapy resumed without any further issues. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device has not yet been returned. Upon receiving the device an investigation will be completed followed by the submission of a supplemental MDR.

Manufacturer narrative:
Received two (2) used list #142560488 primary plum sets. Sample 2 was received attached to an unknown stopcock. No significant damage or anomalies were observed. Each set was leak tested per specification. No leakage was observed on either set. The complaint of leakage at the prepierced y-site cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/12/2024; d9 - device available for evaluation: no.